Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit stayed on and just displayed gas device error. They checked the cables, and they are secure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the gas unit. Bedside monitor model: ni; sn: ni.

Event description:
The biomedical engineer (bme) reported that the gas unit stayed on, and just displayed gas device error. They checked the cables, and they are secure. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit stayed on but just displayed gas device error. They checked the cables, and they were secure. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer (bme) reported that the multigas unit stayed on but just displayed gas device error. They checked the cables, and they were secure. No patient harm was reported.